Event description:
At 3 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 september 2023. Lot 186058: (B)(4) items manufactured and released on 30-oct-2018. Expiration date: 2023-10-16. No anomalies found related to the problem. To date, 52 items of the same lot have been sold with no similar reported event during the period of review.